Event description:
Clinical study. It was reported that 139 days after a coronary drug eluting stenting treatment procedure, the pt experienced stable angina and required hospitalization. The lesion being treated was a 3.1 mm, 14.3 mm long, 64% stenosed portion of the proximal left anterior descending (prox lad) artery. The lesion was predilated with a balloon, 3.0-15 (type unk) at 16 atms. The physician then successfully placed a 3.0 x 32 mm taxus express2 study stent in the target lesion. The physician postdilated the lesion with a balloon 3.0 x 15 (type unk) at 24 atms. The physician also treated the left atrioventricular groove (l-av) with a taxus express2 2.5 x 16 mm study stent, which had been predilated with a balloon 2.5 x 15 mm (type unk) at 8 atms. The pt was discharged the next day. No complications were reported. At 139 days after the index procedure, the pt experienced stable angina and was admitted to the hospital. The pt then required tvr of the distal lcx. The lesion diameter was 3.8 mm and length was 5.2 mm and stenosis was 95%. The physician placed a taxus stent (size unk). In the opinion of the physician, the taxus stent and the antiplatelets were not related. The pt was discharged on panaldine 200 mg, bayaspirin 100 mg and heparin 10000u. There were no further problems.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The root cause will be documented as anticipated procedural complication because the reported event is a known potential adverse event of stent implantation noted within the directions for use. The manufacturing records for the top assembly have been reviewed and no issues or discrepancies were found. The record review confirms that the device met all material, assembly, and performance specifications.